Manufacturer narrative:
Sections with additional information as of 24-feb-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. One test strip was returned - unable to test. Most likely underlying root cause: mlc-134: user has low glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 11-jan-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with the results.

Event description:
Consumer reported complaint for lo and low blood glucose test results. Customer obtained the meter on day of call (12/31/2020). The customer is concerned with test results from results obtained of lo, 33 and 34 mg/dl. Customer also concerned with fasting meter to meter comparison test results where she had obtained 90 mg/dl another device; customer did not provide the result obtained with the meter. The customer¿s expected fasting blood glucose test result range is 75-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 30 mg/dl and 30 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (B)(6).